Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with insulin. Troubleshooting was performed and found that the customer had many bent cannulas. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.